Manufacturer narrative:
Plant investigation: this is a report of a patient who discovered a fluid leak following peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid on the inside of their cassette door during peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received a dc drain complication encountered message during drain one followed by an fc fill complication encountered message during fill two. When the patient was unable to resolve these messages, they discovered the presence of air in their lines. The patient proceeded to cancel treatment and upon removing the cassette, fluid began to leak out of the cassette door compartment. The technical support representative advised the patient to discontinue use of the cycler and to notify their nurse of the event. The patient was able to continue treatment with manual supplies. There was no report of patient injury or medical intervention resulting from the leak. The peritoneal dialysis registered nurse stated that the patient would be given prophylactic medication, but no symptoms developed. The cause of the leak was unknown. The patient has received a replacement cycler and has been able to continue with peritoneal dialysis therapy without further complications. The cassette used at the time of the leak was no longer available for evaluation. Additional information was requested but was not available.